Event description:
This pt was admitted for stenting of an 80%, 40mm lesion in the mid through distal left common carotid artery. The angioguard was deployed without difficulty. A 9.0 x 20mm precise stent was deployed successfully. A 20% residual stenosis persisted post stenting. During removal from pt, the operator was unable to close the filter basket. Pt did not experience any adverse event.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Add'l info will be submitted within 30 days of receipt.